Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noticed that an electrogram (egm) was recorded as invalid. No programming changes were made. There were no patient consequences.